Manufacturer narrative:
The event took place outside of the USA (in (B)(6)) and was associated with a product that is also cleared for the market within the USA.

Event description:
Revision for instability. Surgeon explanted centered glenosphere and replaced by an exentric glenosphere.